Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: it was reported that the impactor split in half while impacting press fit tibia. All parts were recovered and it did not impact the timing of the case or the patient. Patella peg broke off while removing trial. All pieces were recovered and it did not impact the time of the case or the patient. The product was returned to j&j medtech orthopaedics for evaluation. Visual inspection found attune medial dome pat trl32mm one of the posts is broken, the fragment not returned for evaluation. Additionally, was found signs for use and one scratch the part frontal the device. The observed broken condition can be attributed to unintended use error by use of excessive force in a prying motion and overload of the material. This type of damage of the scratch is consistent with other tools and hard edges coming in contact with the device, properly handling and attention to the approved use of the device diminishes the risk of failure. A dimensional inspection was not performed since it was not applicable to the complaint condition. A functional test was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the attune medial dome pat trl32mm would have contributed to the complained issue. Based on the investigation findings, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. H11 additional narrative: corrected: h3.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the impactor split in half while impacting press fit tibia. All parts were recovered and it did not impact the timing of the case or the patient. Patella peg broke off while removing trial. All pieces were recovered and it did not impact the time of the case or the patient.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: d9. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.